Event description:
The customer reported that during a stone quarrying case, the basket wire of the fg-v451p got caught in the forceps elevator of the subject device (tjf-260v scope), making it impossible to remove the forceps or lower the forceps elevator. When the physician pulled out the scope, while the forceps elevator was still raised, the patient's stomach was lacerated and bleeding occurred. Hemostasis was applied, using a clip, to the part where the laceration occurred. The reporter stated that the patient did not receive a blood transfusion. Additional information has been requested regarding the reported event, including the current status of the patient. This report is being submitted for the tjf-260v (evis lucera duodenovideoscope), under the medwatch with patient identifier (B)(6). The fg-v451p (single use retrieval nitinol basket v) is being reported under the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer.

Event description:
Update: additional information received from the customer: the patient's condition is unknown. The stone could not be removed by using the actual item. It occurred before the stone was removed. The size of the stone is unknown. It is unknown what caused the basket to get stuck. It is believed the position to open may have been too closed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event occurred since fg-v451p, or a part of the guidewire got caught in the forceps elevator of the scope. However, the root cause of this event could not be determined since information regarding handling of the device could not be obtained. This supplemental report includes a correction to g2. Information added to g2 that was inadvertently not included on previous submissions. Also, information added to d8. Olympus will continue to monitor field performance for this device.